Manufacturer narrative:
H10: manufacturing review: per the complaint history review (chr), this is the 1st complaint reported for this lot number. Therefore, a device history record (DHR) review was not performed. Investigation summary: the sample was received. Tissue cutting test was performed with porcine carotid artery; the device failed to cut porcine tissue. An image review was completed, however, based on the image review performed there was no 100% assurance that there was not the appearance of overlap due to the angle that the fluoroscopic image was taken. The investigation was confirmed for failure to cut due to the fact that the failure mode was reproduced during sample evaluation. However, the root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf) in the radial vein and artery through the brachial vein and artery access, post activation of the catheters, the fistula was allegedly not created. There was no reported patient injury.

Manufacturer narrative:
Medical images were provided to the manufacturer.the lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf) in the radial vein and artery through the brachial vein and artery access, post activation of the catheters, the fistula was allegedly not created. There was no reported patient injury.